Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve or ring who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than or equal to 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) does not instruct the operator how to position the sapien 3] valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The root cause of the malposition was likely due to procedure related factors (valve positioning prior to deployment). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a field clinical specialist that during a transseptal tmvr procedure in the native mitral position, post deployment the 29mm sapien 3 valve position was too atrial and canted leading to severe paravalvular leak (pvl). As reported, the 1st 29mm sapien 3 valve was deployed in the appropriate fashion. However, upon tee assessment, severe pvl was noted. The decision was made to implant a 2nd 29mm s3 valve. The 2nd valve was deployed inside the initial s3 and the severe pvl leak appeared to resolve. The cause of the leak was because of the valve positioning being too atrial and off the mitral annulus axis resulting in canting and causing the leak. The patient was stable during the course of the procedure and has been discharged from the hospital.